Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at the fiber/glass cap fusion zone; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate char. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 14,100 joules while using the side-firing surgical fiber during a prostate procedure, light was observed emitting from the fiber tip. Time expended: 4:16 minutes. The fiber was replaced and the procedure completed using a second surgical fiber. There was no patient injury reported.